Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure to treat a mildly calcified, de novo lesion in the moderately tortuous left circumflex (lcx) coronary artery, a 014 hi-torque (ht) versaturn f 190 hc guide wire failed to cross. The same versaturn was advanced in the vessel, followed by advancement of an unspecified balloon dilatation catheter (bdc) to the lesion. After completing dilatation, an attempt was made to retract the bdc, but the bdc was difficult to retract and reportedly became entangled with the guide wire. Both devices were withdrawn and the procedure was continued. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The device was returned with its coils detached. The reported difficulty was not confirmed due to the noted damages. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.